Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on (B)(6) 2017 due to positive for ketones. The customer's blood glucose was 300 mg/dl at the time of the call. The customer¿s current blood glucose was 330 mg/dl. The customer experienced symptoms such as gastroenteritis. The customer treated with manual injections. Customer was wearing the insulin pump at time of hospitalization. Assisted with performing the high pressure test. Test result was passed. The insulin pump will not be returned for analysis.